Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the deployed strap fell off the target tissue. The device was used on the ligaments. Another device was used to complete the procedure. There were no reported adverse consequences. No additional information was provided.